Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of phlebitis cannot be confirmed due to the condition of the sample. The sample returned consisted of four photographs, apparently of a patient. Visual observation found that the photographs showed a lesion of some kind, wherein redness and the appearance of a bruise or similar was evident. The skin appeared wrinkled in the area of this lesion and some of the top layer of skin appeared to have come off. No catheter was present in any of the photographs. One of the photographs showed an area of skin that was apparently not affected like the area of skin shown in the other photographs, but was intended to show phlebitis proximal to the powerglide. However, blood vessels were visible and appeared to be raised. It is not clear from the photograph only if this is an abnormal condition, or if this was caused by phlebitis. Information from the field states ¿powerglide developed phlebitis after 3 days of vancomycin and tazocin (both antibiotics known to cause phlebitis when given via smaller peripheral veins).¿ the choice of these infusates for infusion through the powerglide catheter, which are normally infused via a central line to avoid phlebitis, etc., may have contributed to the reported phlebitis. Although a photograph was returned in order to depict the reported phlebitis, the reported phlebitis cannot be confirmed from the photograph. The complaint therefore cannot be confirmed. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. The IFU states the following: ¿contraindications the device is contraindicated whenever: the patient is known or is suspected to be allergic to materials contained in the device. Local tissue factors and/or past treatment will prevent proper device stabilization and/or access.¿ ¿possible complications the potential exists for serious complications including the following: intolerance reaction to implanted device, phlebitis.¿ ¿therapies not appropriate for midline catheters include those therapies requiring central venous access. Refer to standards of practice and institutional policies.¿ ¿follow all contraindications, warnings, cautions, precautions and instructions for all infusates, including contrast media, as specified by their manufacturer.¿ a lot history review (lhr) review is not possible; the manufacturing lot number that was provided is invalid.

Event description:
It was reported by the facility that the patient had powerglide placed and removed due to phlebitis and break down of the skin.